Manufacturer narrative:
Combination product: yes, upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical, electrical and x-ray inspection. The lead was returned without the fixation helix. The provided x-ray showed that the helix was found stretched and remained in the patient. The fracture probably occurred when repositioning the lead due to severe tensile stress. Furthermore, the lead tip was found bent. The deformation most likely resulted from the surgery due to bending forces. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions including the lead tip and fixation helix to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that during a lbbap implant the helix fixation mechanism of the lead was broken off and left behind in patient septum. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.-